Event description:
Reported via clinical study: it was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Four (4) months post procedure the patient died of an unknown cause. No further information was available at the time of this report.